Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that they patient died. It was suspected that the patient's implantable pulse generator (ipg) was the cause.